Manufacturer narrative:
Continuation of medical devices: 6947-65 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had undersensed atrial beats noted on stored electrograms. The lead remains in use. It was further reported that the right ventricular (rv) lead had undersensed ventricular beats noted on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.